Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with syringe and a pen. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 600 mg/dl. The customer was advised the alarms may be due to site, set or reservoir issues. The customer stated they have not tried all remedies. The customer was advised to try the remedies reviewed to prevent recurring alarms. The customer was advised to monitor the pump. The customer says she tried different reservoirs and had pump replaced.